Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that after the impella started there the attempt at single access in 2 o¿clock position with companion sheath was unsuccessful. Sheath passed through the sheath as expected but did not pass through an area of calcium buildup. Access was gained to left femoral artery using the companion sheath. There was no patient harm.